Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight is not provided / unknown. Additional 510(k) numbers are k011245 and k002188. A summary investigation has been completed for lack of primary stability events that do not allege a deficiency with the implant and identified that the reported event is likely due to biological factors which have an adverse effect on implant stability or is related to surgical technique and insertion torque. Due to a wide range of external (non-design/ non-manufacturing related), identifying a definitive root cause is generally not possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
Doctor reported lack of primary stability at tooth site 24 (fdi).

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) device history records review was completed for the subject lot numbers (2018090817). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers (2018090817) (complaint category keywords : unable to place implant into osteotomy) for similar events and no other complaint was identified.

Event description:
No further event information is available at the time of this report.